Manufacturer narrative:
Insulin pump received with no back light due to faulty el panel. However the pump passed displacement test and self test.

Event description:
The customer reported via phone call that their device has backlight anomaly. The customer¿s blood glucose level at the time of the incident is unknown. Customer was advised disconnect from device and to refer to their health care provider¿s instructions. The device will be returned for analysis.